Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer experienced low glucose level for about a week. The caller stated that the customer was dehydrated at time of her admission. He also mentioned that the customer had an MRI the week before the event, and he does not know if the customer was wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.